Manufacturer narrative:
The customer reported the spin collar fell off and returned photo evidence of material mxt1003. The photo verifies the complaint of spin collar falling off. No physical sample was available for investigation. A device history record review could not be performed because the lot number is unknown. The manufacturing site found the root cause for the t-connector coming apart easily is the lip on the male luer. This 'lip' that retains the luer collar was found to be out of specification. This lip was too small, allowing the collar to loosely slide off the luer. This issue has been escalated into a funded project at the manufacturing site to address and mitigate the risk of this issue recurring. This project includes a work order to replace the slide core pin for the mold m438, a quality notification to contain lots in process, and a quality alert to communicate to personnel the issue. This incident has been added to our database of reported incidents

Event description:
It was reported that bd maxguard extension set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that spin collar on item # mxt1003 broken. The spin collar fell off completely.

Manufacturer narrative:
The customer reported the spin collar fell off, and returned photo evidence of material mxt1003. The photo verifies the complaint of spin collar falling off. A physical sample was also sent in at a later date. The physical sample verified the complaint of component damage. A device history record review could not be performed because the lot number is unknown. The manufacturing site found the root cause for the t-connector coming apart easily is the lip on the male luer. This 'lip' that retains the luer collar was found to be out of specification. This lip was too small, allowing the collar to loosely slide off the luer.